Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia requiring repeated oral glucose intake, with delayed glycemic response followed by rapid morning increases in blood glucose of over 100 mg/dl, and requested clinical review of reports and guidance on therapy adjustments. Symptoms included low blood glucose values in the 50s without loss of consciousness or other acute complications. Outcomes included several hours per day outside the target range and use of oral glucose as back-up therapy, without medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed the cause of hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded that device function could not be implicated based on available information and that user counseling on treatment of hypoglycemia was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.